Event description:
It was reported that the device was used during a salpingo bilateral oophorectomy. It was reported by the rep that the tlc75 was "defective". The device locked up and would not fire. There was no consequence to the pt.